Manufacturer narrative:
Pump monitored for several days and no blank display noted.pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer's blood glucose was unknown. The customer states that the insulin pump shutting off at night and sometimes during the day. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.